Event description:
During a check in procedure at the manufacturer's service center, a ventilator inoperative condition occurred. The device was not in patient use. The device's display was replaced to address the issue.